Event description:
Procedure: right thorascopy with resection of right lower mass. According to the reporter: an x-ray was taken of the patient as routine care after the procedure. A metal piece was found on the x-ray. The hospital believes that it is the image of an endo gia component. The patient is doing fine and was having no issues.